Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the user mistakenly thought that the item could not be attached due to the different shape when changing from maj-824 to maj-2318. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the water filter was ordered, and the order was received with the correct labeling on the outside but when box is opened it contains pall corp ra154500 and it did not fit. Troubleshooting efforts were made and the customer was informed that the wrong part (outside of box is marked maj-2318 but filter itself show pall part# ra154500. The customer was reassured that this is correct. The customer expressed concern that it looked physically different than what they were used to. The customer was informed that if they had previously used the maj-824 previously it would look different, but it was indeed a correct part. Later, the customer installed the filter and it appeared to be fine. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the water filter was ordered from customer and order was received with correct labeling on outside but when box is opened it contains pall corp ra154500 and it did not fit. There were no reports of patient harm.